Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 7/27/2021. H6: investigation: a device history review was conducted for lot number 0322635. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the affected sample was returned to aid in our investigation. Our quality engineers have noted that the sample had suffered a break in the clamping position of the extension tubing. The issue has been confirmed. Closer inspection of the tubing, revealed marks indicative of tensile stress being applied to the device, and a review of the pinch clamp, included with the sample, this suggests that damage most likely occurred during use and may have been related to movement of the patient. Functional testing of the retention samples similarly exhibited no signs of damage from normal application of the pinch clamp.

Event description:
It was reported intima-ii y 24gax0.75in prn/ec slm had its tubing rupture. The following information was provided by the initial reporter, translated from chinese: "a patient in the second department of the (B)(6) hospital of (B)(6) suffered from prolonged tube rupture and blood exudation during the 24g indwelling."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported intima-ii y 24gax0.75in prn/ec slm had its tubing rupture. The following information was provided by the initial reporter, translated from chinese: "a patient in the second department of the third people's hospital of cixi city suffered from prolonged tube rupture and blood exudation during the 24g indwelling"